Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The device was explanted due to possible infection and erosion.

Manufacturer narrative:
Review of quality records.